Event description:
It was reported that when the ultracinch device was connected, an error message was noted indicating cells one through nine were damaged. The device was reconnected to the cable and no error occurred. Ablation began and everything progressed with the staff running the case while the sjm representative spoke with the surgeon. The sjm representative paused the system several times due to the system only ablating at cell 10. The cables were checked and the physician started ablating with no change. The procedure/system was paused a final time to shut down the procedure/system and exchange the ultracinch device. At that time, a perforation was noticed by the physician at the left superior pulmonary vein. The left superior pulmonary vein was repaired and the procedure was stopped. The pt developed a svt after surgery that was not their before case. The pt returned to normal sinus rhythm the following day.

Manufacturer narrative:
We are awaiting device return. A follow up med watch report will be submitted upon completion of the investigation. Date report submitted to FDA by manufacturer: 8/28/2009. Date initial reporter provided the info to the manufacturer: 8/5/2009.